Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had an atrial lead warning one week after implant. The lead trend indicated high impedance both unipolar and bipolar with pacing failure. Upon further follow up, it was found that the set screw of the device is loose. The device was programmed to vvi and remains in use along with the atrial lead. A revision is being scheduled at a later date. No patient complications have been reported as a result of this event.